Event description:
It was reported that the patient had had 4 bladder infections since 2009 and had also had operations on her heart and aneurysm where the manufacturer's representative had been present. The representative had met the patient at a hotel on (B)(6) 2013, for assistance with reprogramming and because she had a bladder infection. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2013-16466.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# n(B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3093-28, lot# v008505, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3093-28, lot# v226699, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer.(B)(4).